Event description:
It was reported that during a cadaver lab, when the anspach pedal was pressed the bur would not spin. After several failed attempts, it was set to refine and returned the cutting. After returning to cutting, the drill functioned as expected. After the anspach pedal was released again, the bur would not start spinning. Again, returning to refining and then cutting fixed the problem. The drill also felt hot despite the use of irrigation. After this happened several more times we switched to a backup drill, handpiece and long attachment. Investigation results determined that a recessed pin of the anspach drill was the cause of the event.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that that the drill stopped several times (after repeated troubleshooting actions) and became very hot. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history review found similar reports. We could confirm if there was a relationship established between the reported event and the device. Inspection of the drill connection found that there was a recessed pin in the connector of the drill. The drill was reworked after investigation. Using hemostats the pin was gently pulled upwards until it locked into place. Pushing down gently on the pin exhibited no signs of recessing the pin again. The malfunction was most probably due to supplier/raw material fault.